Event description:
The patient's bleeding resolved. The patient was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. The account reported that the patient was presented to the emergency room on (B)(6) 2020 with complaints of melena and lightheadedness. The patient had an esophagogastroduodenoscopy (egd) performed which revealed gi bleeding. The patient was transfused two units of packed red blood cells and the bleeding reportedly resolved on (B)(6) 2020. The patient remains ongoing on ventricular assist device (vad) support. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also included in this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2020 with complaints of melena associated with lightheadedness. Hemoglobin dropped upon admission but is now up. The patient has not required any transfusions. Stool for occult blood positive evaluated by gastrointestinal. Patient is to have an ecd and colonoscopy. The patient hemoglobin was 7.8 and had blood in stool. The patient had a packed red blood cell transfusion.